Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 10mm in length and extended from a position 2mm proximal of the distal markerband to 7mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11jul2025. It was reported that balloon leak occurred. A significantly stenosed target lesion was located in a non-tortuous and non-calcified arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was found to be leaking. There were no patient complications as a result of this event. However, device analysis revealed balloon tear.